Event description:
Caller reports experiencing episodes of hyperglycemia and hypoglycemia for a month; exact readings were not provided. Caller stated she changes the infusion set to tryp to solve the problem. Caller alleges the pump does not deliver the bolus she programs completely. Caller reported she sometimes corrects the bolus with a pen. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.